Event description:
It was reported that pump was dropped, causing piston and pump housing to become damaged so pump could no longer be used for insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.